Manufacturer narrative:
The pod will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer started that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues.

Event description:
The customer reported that the pod "allowed for high bg readings and did not alarm"; a high reading of 335mg/dl was experienced. She said there was blood at the pod and noted that the "cannula looks a little bent"; despite the condition of the cannula, however, no alarm was initiated. The pod will be returned for eval.